Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms had occurred. The customer's blood glucose level was not impacted. A pump supply change was performed resolving the occlusion alarms. As the occlusion alarms had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions could not be performed.